Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with two 475cc mentor moderate plus profile smooth silicone implants on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round moderate profile 375cc saline breast prostheses. Deflation of the right breast prosthesis and capsular contracture on the left breast were reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.